Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's mother stated that upon removal of the sensor pod, the sensor wire was not present. At the time of contact patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).